Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 126-127 mg/dl.

Manufacturer narrative:
Device not returned.